Event description:
The manufacturer received information alleging a ventilator shut down and the patient required manual ventilation. The patient was placed on another device, and there was no serious harm or injury reported. The device has yet to be evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.